Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the maryland bipolar forceps instrument was broken. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following: the instrument's pitch cable was loose. The pitch cable was found loose at the distal clevis hub. Both cable crimps remained in the clevis and frayed pitch cable. Upon removal of the housing, a pitch cable was found derailed at the clamping pulley, but no loose clamping pulley screw was found. The instrument's distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. The instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches are short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube during failure analysis if to recur could cause or contribute to an adverse event.